Event description:
The customer reported that following a stent procedure, a vasoseal es was deployed in 2000. Following the deployment a hematoma and venous-cutaneous fistula formed. The pt was taken to surgery to close the venous fistula. The artery was not involved. The fistula may have been related to the initial puncture and removal of the venous sheath. No further complications were reported.